Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 6 . The programmed fill volume was 1600 ml and drain volume was 2655 ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported iipv was confirmed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be incorrect setting of the total ultrafiltration set at 0 ml.